Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 due to the patients blood glucose levels (bg) rising to over 600 mg/dl that the patient alleges is due to her personal diabetes manager (pdm) having a broken screen. The patient reports the damage blocks information on the screen. The patient reported the symptoms they were experiencing were elevated bg levels. The patient reported that they also have primary progressive ms. The patient was treated with an insulin drip. The patient did not recall if they were prescribed any medication. The patient wore their pod during this medical event. It is unknown if the patient has been discharged from the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if the pdm could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.